Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom "failed downstream occlusion testing at the low setting," which was identified during baxter's functionality testing and is considered confirmed. Evaluation did not reproduce the symptom, but found the downstream sensor current reading with a fluid filled set to be above specification and the downstream pressure plate gap to be below specification, which was identified as the cause. The pump will be reworked and recalibrated to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device "failed downstream occlusion testing at the low setting." There was no patient involvement.